Event description:
It was reported that during a lead revision the physician tried to reattach the rv coil pin, the screw of the device was unable to twist down all the way, however it would not click. The physician planned to monitor the device and lead.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.